Event description:
The device had been interrogated at some point prior to (B)(6) 2010 and impedances were all in the greater 2,000 ohm range. The pt underwent surgery for ipg replacement. At f/u on (B)(6) 2010, the pt had excellent coverage in both his upper and lower extremities.

Manufacturer narrative:
(B)(4).